Event description:
It was reported during a permanent surgical procedure, intra-op testing revealed an invalid impedance reading on the lead contact. Troubleshooting was attempted to resolve the issue; however, to no avail. As a result, the pt was unable to receive adequate stimulation. Subsequently, a second lead was opened and implanted, which resolved the reported issue. The procedure was extended for approximately 5-7 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.